Event description:
According ot the reporter, after incision during a below-knee amputation, the device was removed from the operative site and a flame was noted on the teflon tip of the device. The flame was immediately extinguished. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.